Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak. The source and location of the leak was not identified. There were no patient complications reported.